Manufacturer narrative:
(B)(4). Report source: foreign - australia. Concomitant medical products: 42502807001 - femoral component - 65098353. 42512000610 - articular surface - 64931125. 42540200035 - patella - 65335632. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: notes malpositioning of the tibial implant which could contribute to pain and instability postop. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a patient underwent an initial left total knee arthroplasty. Subsequently, the patient is experiencing pain and instability since the surgery. No medical intervention has been reported to date. Attempts have been made and no further information has been provided.